Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
An ascending aorta replacement was performed for acute stanford type a aortic dissection. Bioglue was applied to the proximal false lumen. Perforation was found in the site where bioglue was applied and crimped two weeks after the surgery; then re-operation was performed. Bioglue was applied only to the proximal and distal false lumen, and it was confirmed with the surgeon the applied area was not pressed after bioglue was applied. Two pieces of bioglue was used and the surgeon stated it was a proper amount. De-airing and priming were performed and the target field was dried before bioglue was applied. On (B)(6) 2014, the patient suddenly fell down while going to the bathroom and lapsed into a state of shock. A CT scan showed the hole on the aortic root and bleeding from there. The patient developed cardiac tamponade and emergency surgical operation was performed. The surgeon confirmed the location of the perforation and judged that there was no problem with intensity of surrounding tissue. Hemostasis was performed by putting one stitch with suture with felt (pump oxygenator was not used). The location of the perforation was above a commissure between the right coronary cusp and noncoronary cusp, and there was bleeding. On (B)(6) 2014, the patient suddenly fell down again while going to the bathroom and lapsed into another state of shock. A CT scan showed bleeding from the area which had been repaired in re-operation and an emergency surgical procedure was performed. Pump oxygenator was used and artificial blood vessel of aorta was incised; inside and outside of it was reinforced by a hemashield patch. Bioglue was applied to the suture line of the outside of the patch. The patient is receiving treatment in ICU as of (B)(6) 2014. The surgeon stated the patient had a fever which went up and down after the initial procedure, and the patient currently does not have a fever. The surgeon believes there is a possibility that the tissue was weak because of inflammation and the hole developed in that area. As the rupture reached to an adventitial coat, the adhesive strength of bioglue had no problem (if adhesive strength would be weak, redissection would occur instead of the rupture in adventitial coat). The patient's condition is stable now.